Event description:
It was reported that revision surgery was performed due to pain and elevated cobalt and chromium levels. The patient's hip remained painful following implantation. In 2010, she was told her blood metal levels were elevated and that she had soft tissue damage.